Event description:
It was reported that a balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified left anterior descending artery (lad). A 10mm x 3.00mm wolverine coronary cutting balloon monorail was used to dilate the target lesion and during the third inflation at 10 atmospheres for 20 seconds, the balloon ruptured. The procedure was completed with another of the same device without a problem. No patient complications were reported in relation to this event.